Event description:
It was reported that the patient had been presented to the emergency department approximately one day after having a foley catheter placed in the emergency department. Stated that the patient woke up and noticed that the catheter was loose and was removed by the registered nurse who reportedly was only able to withdraw approximately 2 ml from the balloon prior to removing the catheter. Also it was noted by the registered nurse after that there was a tiny hole on the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been presented to the emergency department approximately one day after having a foley catheter placed in the emergency department. Stated that the patient woke up and noticed that the catheter was loose and was removed by the registered nurse who reportedly was only able to withdraw approximately 2 ml from the balloon prior to removing the catheter. Also it was noted by the registered nurse after that there was a tiny hole on the balloon.